Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. On (B)(6) 2016, a blood test was performed by the customer fasting and produced test result of lo mg/dl. The customer then drank juice and re-tested blood glucose non-fasting and results were lo. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/19/2018 and open vial date is (B)(6) 2016. The customer did not provide the meter memory for previous test result history. Adverse event not reported.